Event description:
It was reported that there is posterior capsule rent at 5-11 o'clock position during visco removal. Monofocal non-preloaded intraocular lens (iol) was fully inserted into the patient's eye and removed in the same procedure. Sulcus iol implanted with optic rupture. There was no vitreous loss. There was a one-hour delay in the procedure. There was incision enlargement, and sutures were required. Medications were prescribed to the patient. No other information is available.

Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown, information not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section e1: initial reporter: email address, address, phone number: unknown, information not provided. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.